Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04238. It was reported that a rotawire fracture occurred. The target lesion was located in the heavily calcified and tortuous left anterior descending (lad) artery. A 330cm rotawire¿ and a 1.75mm rotalink¿ burr were selected for use. However, the 1.75mm rotalink¿ burr was unable to access the target lesion. A 1.25mm rotalink¿ burr was subsequently selected for use. During the procedure, the distal end of the rotawire was severed leaving behind approximately 75mm in length of fractured wire in the coronary lad vessel. The patient was stabilized and was sent to surgery to remove the wire from the vessel. No further patient complications were reported and the patient's status was stable.